Event description:
Same as MFR report 6000093-2006-01432. It was reported that 2 days after implantation of a 2.5 x 12 mm express ii and a 2.75 x 16 mm liberty stent, in-stent restenoses occurred. During the initial procedure, coronary angiograms were performed. Two lesions were identified in the right coronary artery (rca). A 6 french guiding catheter was advanced into the right coronary artery. The distal lesion was predilated with an express monorail balloon 2.5 x 15 mm. The proximal lesion was ballooned with an express monorail balloon 2.5 x 15 mm. The distal vessel lesion was stented with a 2.5 x 12 mm express ii stent. The proximal vessel lesion was stented with a 2.75 x 16 mm liberte stent. Initial sequential 80 and 70% occlusions were reduced to 0% residual and timi iii flow. The procedure was successfully completed. The patient presented 2 days after the initial procedure with an acute inferior myocardial infarction. The patient was medicated with integrelin and heparin. A total occlusion of the right coronary artery was revealed at the proximal edge of the proximal stent. The physician passed a 0.014" traverse wire through the vessel, opening up the artery and resolving the patient's chest pain and st elevation. An export thrombectomy catheter was advanced and several passes were performed. The proximal in-stent restenosis was dilated with a 2.5 x 12 mm maverick monorail balloon inflated to 12 atms. Angiography demonstrated a widely patent vessel. The patient was maintained on integrelin and ticlid was initiated. (The patient has a true allergy to plavix.) Almost six months later, it was reported that the patient demonstrated 90 and 95% in-stent restenosis of the right coronary artery. The lesion was predilated with a maverick monorail 2.0 x 20 mm balloon. The physician placed a 2.5 x 24 mm taxus paclitaxel drug eluting stent in the distal aspect. The mid aspect was treated with another taxus 2.5 x 24 mm stent. The proximal aspect of the lesion was stented with a 2.75 x 16 mm taxus stent. The balloon catheter and guide wire were removed. The procedure was successfully completed and diagnostic injections were performed along with an intracoronary rota flush, resulting in 0% residual stenosis and timi iii flow. Post procedure medications included aspirin and ticlid. It was noted that his last angioplasty was complicated by the failure of any pharmacies in the area to provide ticlid within 3 to 4 days resulting in acute stent thrombosis.

Manufacturer narrative:
The complainant indicated that the stent remains in the patient and the delivery device was disposed of; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork was not possible. Should further relevant information become available, a supplemental medwatch report will be filed.